Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that zebra label printers were not printing. A technical support specialist dialed into the station and followed knowledge article (zebra printer no longer printing - upgrade). The printer was successfully configured, and the pharmacy technician was notified via email regarding the case status. The pharmacy technician confirmed that the issue was resolved, and the case was approved for closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported two zebra printers connected to the pyxis machines (main and south) were reconfigured to print correctly. The printers were printing horizontally on paper dispensed vertically, causing the text to be cut off. There were no adverse events or injuries reported based on this event.